Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that tip detachment occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery (lad) and circumflex artery (lcx). An opticross¿ was selected to be used. Initial ivus was done and ablation was performed 16 times in total with a 1.75mm rota burr at lcx and a 1.5mm rota burr at lad. Ivus was then performed for each vessels and post dilatation was performed with a 2.5/15 non bsc balloon for 9 times in total. Then a 3.0/28 non bsc stent was deployed at the proximal end to middle of lad with a pressure of 9atm, 12atm, 16atm and a 2.5/33 non bsc stent was deployed at the distal of lcx with a pressure of 6atm, 8atm, 14atm. After that, ivus was performed with this device and resistance was encountered at the distal site where the stent was deployed. Then the device was advanced to the distal site and an additional post dilatation was performed with a 2.0/10 non bsc balloon at 14atm for 4 times at the site where resistance was encountered. An attempt to remove this device was done but failed. Then the device was removed easily without resistance. However, it was noted that the marker tip was left in the body. It was noted that the opticross was detached at a site 28cm from the tip and the shaft was not stretched. The detached tip was removed by performing the surgery. The patient was transferred to ICU in stable condition. No further patient complications were reported.

Manufacturer narrative:
(B)(4)

Event description:
It was further reported that patient died in intensive care unit (ICU) nine days after the procedure.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination of the complaint unit was carried out. The imaging window was detached from the sheath assembly. The presence of the adhesive is confirmed. There was damage observed on the guidewire exit port assembly. Functional inspection was done. A test guidewire (0.014") was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that tip detachment occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery (lad) and circumflex artery (lcx). An opticross¿ was selected to be used. Initial ivus was done and ablation was performed 16 times in total with a 1.75mm rota burr at lcx and a 1.5mm rota burr at lad. Ivus was then performed for each vessels and post dilatation was performed with a 2.5/15 non bsc balloon for 9 times in total. Then a 3.0/28 non bsc stent was deployed at the proximal end to middle of lad with a pressure of 9atm, 12atm, 16atm and a 2.5/33 non bsc stent was deployed at the distal of lcx with a pressure of 6atm, 8atm, 14atm. After that, ivus was performed with this device and resistance was encountered at the distal site where the stent was deployed. Then the device was advanced to the distal site and an additional post dilatation was performed with a 2.0/10 non bsc balloon at 14atm for 4 times at the site where resistance was encountered. An attempt to remove this device was done but failed. Then the device was removed easily without resistance. However it was noted that the marker tip was left in the body. It was noted that the opticross was detached at a site 28cm from the tip and the shaft was not stretched. The detached tip was removed by performing the surgery. The patient was transferred to ICU in stable condition. No further patient complications were reported.